Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post ventral hernia repair, the patient had adynamic ileus. The patient presented to the emergency department on (B)(6) 2018 with symptoms of nausea, vomiting, and abdominal pain. Medications were given. A nasogastric tube (ngt) was placed for decompression and the patient was ordered nothing by mouth. The ngt was removed after the patient demonstrated high gastric output. The patient was put on a clear liquid diet. The patient tolerated the diet well, advanced to a regular diet, and was discharged with complete bowel function.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.